Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not working) was confirmed. Upon investigation the battery charger/model was not powering up. The cause for the failure was isolated to a defective power supply brick that was not outputting any dc voltage. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective power supply. The pt received a replacement battery charger/modem.

Event description:
The brother in-law of a (B)(6) female pt called zoll customer support to report that the pt's battery charger/modem wasn't working. The pt was issued a replacement battery charger/modem.